Event description:
It was reported that the patient had a generator replacement on (B)(6) 2012, due to high impedance. The patient was initially implanted in (B)(6) 2012. During the procedure on (B)(6) 2012, the original generator was taken out, cleaned, and hooked back up to the lead and high impedance was still noted. A new generator was opened and tested with the lead and diagnostics were ok; hence, only a generator replacement was completed. Additional information was received indicating that the high impedance was first observed on (B)(6) 2012. On this date, diagnostics revealed a high impedance that was greater than 10,000 ohms, ifi=no. The patient's mother did report that on (B)(6) 2012, the patient hit his cheek. This is the only possible patient trauma/manipulation. There were no adverse events or increased seizures reported. Diagnostics after implanting the new generator were within normal limits, impedance value was 2968 ohms. A generator test was not performed on the old generator during the procedure. The generator was returned to the manufacturer on (B)(6) 2012; however analysis is not yet complete.

Event description:
Product analysis of the generator was completed on (B)(6) 2012. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Also, the results of bench diagnostic testing indicated the device was operating properly. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.